Event description:
A female pt, who is a pharmacist, reported that she experienced increased iop and 'foggy vision' after using blink contacts lubricant eye drops. She indicated that upon first time use, within a few mins of installing the product, her vision became very foggy, 'like a veil' over her eyes and resolved in about 20 mins. She saw her eye doctor to have her iop checked. It was found to be elevated (around 30mm hg). Her doctor prescribed zymar and nsaid drop. She indicated that she had a similar response (increased iop) when she used ocular steroids. She uses replenish to care for her lenses. She didn't recall brand of lenses she wears, they are not disposable. She noted she is due for new contact lenses in 08. Follow up from pt's ophthalmologist provided a diagnosis of keratitis and iritis. Iop treated successfully with 'drops'. He noted that the pt has had increased iop previously. He did not provide a casualty or severity assessment.

Manufacturer narrative:
Pt's complaint sample was tested and found to be sterile. Chemical eval of complaint unit/retain unit was within specifications. Root cause has not been established.